Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was tested with a high level control sample. Testing results (qc range: 2.5 - 3.7 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The suspect device was requested to be returned for investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result for 1 patient from coaguchek pro ii meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not known. At 09:30 the result from the meter was 5.0 inr. At 09:35 a venous sample was collected and the result from the laboratory was 1.6 inr. There was no adverse event. The patient's warfarin was withheld on the day of the event. The patient's therapeutic range was 2.00 - 3.000 inr. The qc was acceptable.